Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage and/or hematoma are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the procedure, the patient developed hemorrhage which resulted in hematoma at the access site in the right brachial artery. The study facility indicated that the hematoma is related to the long-sheath (subject device). The condition was treated with the elevation of extremity and medical or surgical intervention was required. The patient was discharged with the mrs score of 3. No further information is available.

Manufacturer narrative:
Event date : corrected to (B)(6) 2017.

Event description:
It was reported that during the procedure, the patient developed hemorrhage which resulted in hematoma at the access site in the right brachial artery. The study facility indicated that the hematoma is related to the long-sheath (subject device). The condition was treated with the elevation of extremity and medical or surgical intervention was required. The patient was discharged with the mrs score of 3. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the treatment of the right basilar artery stenosis, the patient developed hematoma in the right upper arm. The study facility indicated that the hematoma is related to the long-sheath (subject device). The condition was treated with the elevation of extremity. The patient was discharged with the mrs score of 3. No further information is available.